Event description:
Reporter indicated that a communication error was received when attempting to interrogate a patient's generator. The serial adapter cable connection was discovered to be loose and when the cable was held in firmly, communication was possible.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.